Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the pump was unresponsive to the contrast button and intermittently unresponsive to the up arrow button, and there was evidence of adhesive/contamination under the button contacts.

Event description:
The pt's mom claimed that the pump reportedly is intermittently responding to the up arrow button. The pump reportedly has not been exposed to moisture and there are no signs of physical damage to the keypad.